Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the probe was broken at 16.28 mm from its distal end, broken probe tip was returned, and the coating of the grasping section (jaw) partially peeled off. Based on the results of the investigation, it is most likely that the reported event was possibly caused by: 1. The intensively worn of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused probe damage errors and contact marks on the non-insulated area of the grasping section and the probe. However, the root cause of the reportable event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the probe was broken at 16.28 mm from its distal end, broken probe tip was returned, and the coating of the grasping section (jaw) was partially peeled off. There was no report of patient involvement.